Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Purge cassette returned for evaluation. Pump not returned for evaluation. The returned cassette was cut open and attempted to run through de-air but a blockage was observed resulting in the purge disc to pop. There was dried yellow purge fluid beyond the purge disc so the pressure line with the purge disc was then cut off. Then the system was purged with colored fluid and the system was closed and pressurized to >1050mmhg for 10 minutes and no leak was observed. The cause of the purge issue was not determined since the pump was not returned for review and no defect found on the cassette.

Manufacturer narrative:
A5 and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that during pump preparation an impella cp had a purge pressure low alarm. The alarm resolved without intervention. The patient was successfully supported by the pump and no patient harm was reported.